Manufacturer narrative:
Evaluation of the returned device showed wear and tear damaged block assembly. The device was leaking from the block assembly and not the bottom as the customer had reported. The original DHR is no longer applicable as the device was manufactured in 2018. The results of the investigation do not implicate a service process.the root cause was determined to be the damaged block assembly. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device began leaking fluid from the bottom of the machine. No patient injury has been reported.